Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture. Technical services (ts) reviewed and found spikes in rv pacing impedance measurements. Pacing impedance measurements were within normal limits. Ts provided reprogramming recommendations. Additional information provided minute ventilation (mv) was disabled due to low out of range pacing impedance measurements. Ts confirmed no noise or oversensing was exhibited. Ts provided reprogramming recommendations. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture. Technical services (ts) reviewed and found spikes in rv pacing impedance measurements. Pacing impedance measurements were within normal limits. Ts provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.